Event description:
It was reported that a patient was implanted with an impella cp to treat high-risk percutaneous coronary intervention. Upon cp insertion pump unable to pass through the sheath despite multiple attempts. A crack noted in 25 cm sheath. Short sheath attempted and was exchanged for dryseal, pump unable to pass. The patient had vagal response thought to be from excessive blood loss through sheath exchanges. One-unit of emergent blood given and emergent percutaneous coronary intervention started as the patient started to have active st-segment elevation myocardial infarction. The patient was stabilized and a decision made to abort impella insertion and groin was closed. Additionally, there is a possible bend on inlet cage noted. The patient survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smart assist system states the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output, use of the repositioning sheath and peel-away introducer: ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings, section: pre-support evaluation, section: axillary insertion of the impella 5.5 catheter, section: direct aortic insertion, section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance.

Manufacturer narrative:
The investigation of access site bleeding, delivery issues, difficulty inserting/removing pump through introducer, introducer damage ¿ mechanical, and product damage (cannula kink) has been completed. The impella device was not returned for evaluation. Access site bleeding: the root cause of the access site bleeding is most likely due to use as bleeding was thought to have been caused from the amount of sheath exchanges. Delivery issues: due to the lack of clinical details provided, the root cause of the delivery issues cannot be fully confirmed. Difficulty inserting/removing pump through introducer: due to lack of clinical details, the true root cause cannot be determined. Introducer damage - mechanical: due to lack of clinical details and no product returned, the root cause cannot be confirmed for how this occurred. Product damage (cannula kink): due to lack of clinical details and no product returned, the root cause cannot be confirmed for how this occurred. H6 health effect - impact code 4604 and component code 4742 were inadvertently omitted on the initial manufacturer device report number 1220648-2025-28143.